Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) system experienced infection. Subsequently, the patient underwent a revision procedure and this system, including this right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This lead is expected to be received for analysis.

Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) system experienced infection. Subsequently, the patient underwent a revision procedure and this system, including this right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation results concluded that infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.